Event description:
A malfunction code was reported by the customer, identified as malf 6, with fault ID 0x277d. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump using pump reset information, as the issue had not been previously reported or reset by the customer within the last 24 hours.